Manufacturer narrative:
The product is not distributed in the us; however, it is similar to us cypher product. Additional information will be submitted within 30 days of receipt.

Event description:
This patient had a repeat angiography approximately three years after implantation of a cypher sirolimus-eluting stent. A 99% instent restenosis was noted but no revascularization was conducted. Two additional, de novo lesions (the proximal lad/ diagonal) were treated with the implantation of two taxus stents.